Manufacturer narrative:
Device evaluation in progress.

Event description:
Information was received indicating that smiths medical cadd-legacy pump failed accuracy test by -11.6%. No adverse effects reported.

Manufacturer narrative:
Device evaluation: one smiths medical cadd-legacy one ambulatory infusion pump was returned for analysis in used condition. Visual inspection showed the pump was in good condition. Functional testing involved delivery accuracy testing and showed that the pump was within manufacturing specification of +/- 6%. Based on the investigation, the complaint allegation was not confirmed.